Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that there was a high pace impedance measurement, greater than 3000 ohms, on the right ventricular (rv) lead from another manufacturer. Technical services suggested to update programming for early detection of any oversensing. Also, to bring patient in for isometrics with serial impedance checks. No interventions or adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.